Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred from the product while in use. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2021, a septum needle-free closed infusion connector was used for patient infusion. The indwelling needle has two connectors, one connector is connected to the infusion set, the other connector is connected to the septum membrane, and the septum membrane is connected to the infusion pump tube. Liquid leakage occurred in two days, and liquid seeped from the interface.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred from the product while in use. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2021, a septum needle-free closed infusion connector was used for patient infusion. The indwelling needle has two connectors, one connector is connected to the infusion set, the other connector is connected to the septum membrane, and the septum membrane is connected to the infusion pump tube. Liquid leakage occurred in two days, and liquid seeped from the interface.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.